Event description:
Information was received regarding a cadd legacy plus pump. It was reported the device gave a "no disposable-pump won't run" alarm. The cassette was removed, the tubing was massaged, and the contacts wiped. The cassette was reattached and tapped on hard surface gently. This was repeated twice along with powering off the pump. The troubleshooting efforts did not resolve the alarm. There was no injury reported.